Event description:
Customer reported being hospitalized and being a little loopy. Customer stated he currently spends more time in the hospital then at home. Customer stated he was hospitalized but it had nothing to do with the 530g system. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.